Event description:
The following has been reported: biomed reported: pump problem red alarm no patient harm or infusion stoppage reported a preliminary review identified the following issue: mechanical hardware failure (air compressor) active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Complaint confirmed. Complaint was confirmed, device was returned for air compressor failure. Device alarmed during initial evaluation after failing its pneumatic self checks. The device was reverted to manufacturing mode and failed pneumatic recharge testing consistent with a failed compressor. It was also found internally that the front housing had damaged screw mounts. The pump also had sticky fva and loading pins as severe drag on both were noticed. An external cleaning resolved most of the drag but new lip seals are required.